Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 10/20/2004, alleging that the meter did not power on. The last time the patient tested on her meter was a week ago. The patient did not experience any symptoms at the time of testing and contacted a medical professional for advice. A medical professional advised the pt to contact lifescan. Customer service had the patient check the batteries, which were correctly installed. The batteries were replaced less than a year ago. The pt was using the correct test strips. Meter does not power on when pressing down on the m button. Customer service was unable to resolve the issue and sent the patient a new meter. Based on the information provided, this case is being reported as a malfunction, since the meter does not power on.